Event description:
Additional information received confirmed that during the procedure the right-atrial (ra) lead exhibited noise as well.

Manufacturer narrative:
Correction: b5 - there was no noise reported on the right-atrial (ra) lead in [2017865-2024-72803] submitted on 07 jan 2025.

Event description:
Related manufacturer report number: 2017865-2025-11059 it was reported that the patient presented in-clinic for rv lead revision. It was previously noted that the right-ventricular (rv) lead exhibited noise. During the procedure, it was also noted via fluoroscopy that the right-atrial (ra) lead had dislodged. As a resolution the ra lead was repositioned, and the rv lead was explanted and replaced. The patient condition was stable.

Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During the procedure it was noted via fluoroscopy that the right-atrial (ra) lead had dislodged. As a resolution the ra lead was repositioned on (B)(6) 2024. The patient condition was stable.